Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose, episodes of hyperglycemia, and a subsequent hypoglycemic event while using the ilet system, with three infusion set insertion errors and consideration of a device reset; the user treated a low of 53¿58 mg/dl with 16 g of carbohydrates and later reported continued monitoring per healthcare provider guidance. Symptoms included weakness and perception of dropping glucose. Outcomes included correction of hypoglycemia without outside assistance or medical intervention and stabilization of glucose to 153 mg/dl. Investigation included customer care review of synced report logs, assessment of insulin on board and meal announcements, infusion set troubleshooting and education, and coordination with the user¿s care team. Investigation of this case revealed improper infusion set insertion and insulin delivery context as plausible contributors, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.